Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that tensile stress generated with wire removal had likely contributed to the reported separation of the wire tip. The guide wire was stuck with the concomitant microcatheter possibly due to deformation or loosening of the spring coil that occurred when attempts were made to cross the lesion as the wire tip was being trapped and restricted its movement by the lesion or calcified plaque. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Sus voluntary event report (mw5098059) was received via the us distributor. It was reported as follows: "during a very difficult lad pci, an interventional wire was trapped by a microcatheter during removal which results in the distal tip of the wire shearing off and remaining in the lad. Attempts to retrieve the wire fragment were unsuccessful. The patient was referred for CABG and removal of the wire fragment intraoperatively."